Event description:
It was reported to boston scientific corp that approx a week post hta procedure, the pt returned complaining of a burn on her labia. The physician examined the pt and observed a burn, not quite the size of a quarter. The physician applied silvadene cream. The pt returned 2 days later, at which time the physician did a pelvic exam and observed two additional 2nd degree burns on the vaginal wall which were consistent on both sides. It was reported that the skin was healing at that point, it is unk if any treatment was given. The pt was informed by the physician that the burns will heal in time. It is unk if there was a loss of fluid during the procedure, it was reported that there were no fluid loss alarms activated during the procedure.

Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and expiration dates are unk. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.